Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit rebooted itself during use on a patient. The unit was being used on a patient at the time the reported issue occurred however, there was no patient harm.

Manufacturer narrative:
The manufacturer¿s international service technician could not duplicate the reported issue during a test run. An occurrence of e/c 1101 and e/c 3007 were confirmed in the drpt. The manufacturer¿s international service technician replaced the cpu pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is no relationship of the device to the reported problem. This customer returned cpu pcba was tested and no failures were identified.